Event description:
The complainant reported an underdelivery. The pump underdelivered by 40.0% (rate: 125ml/hour). The patient was not affected.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.